Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the device(s) were explanted due to infection. The hcp reported that it was not necessary to remove the paddle and the rest of the wires.

Manufacturer narrative:
Continuation of d11: product ID 3998 lot# l97857 implanted: (B)(6) 2001 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# l97857, implanted: (B)(6) 2001, product type lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 16-oct-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) reported that she is in the hospital and an MRI needs to be done. Reason she is in hospital is because she got an infection, body rejected it, the system didn't take that last battery or something and that this infection happened on wednesday (9/2). It was an emergency situation and the stimulator was taken out. On wednesday when they took her ins out but couldn't take out the paddle and the rest of the wires. Pt is trying to get an MRI and says no one really knows where the leads are and the doctor said pt couldn't have an MRI because of it. They had sewed the lead in and they left that lead in.